Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope air/water tube, air/water cylinder and jet-tube exhibited white foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from biopsy channel and suction channel. Leakage occurred from biopsy channel and suction channel. We confirmed the response from the user which the reprocessing steps at the material residue point were conducted in accordance with the instruction manual. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in operation manual chapter 3 preparation and inspection. IFU states that preventive measure in reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.